Event description:
It was reported that the duodenovideoscope had a stunt stuck in the biopsy channel. The issue was identified after completion of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
B3 = date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.